Manufacturer narrative:
The device was not returned and could not be evaluated. It was discarded by the user. We are unable to confirm the reported event. If new information becomes available, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the intra-aortic balloon (iab) catheter insertion procedure was successful. However, when connecting optical sensor to the console, the pressure value disappeared from the monitor while pressure waveform and pumping were still working. When disconnecting optical sensor and transmitting pressure signal through pressure transducer, the value appeared again. Also the catheter tip was unable to be read under x-ray. There was no injury or harm to the patient.